Event description:
Pt reported she was implanted with miniarc on (B) (6) 2009. She indicated that her bladder was cut during the surgery, she had a catheter for over 2 weeks, after the catheter was removed, she continued to have vaginal bleeding, discharge, constant dribbling of urine, inability to totally empty the bladder, multiple urinary streams and vaginal pain. The urinary issues worsened over time and she had to wear pad and going to the bathroom up to 50 times a day. On 2009, she had surgery to repair a fistula, during the repair, the miniarc was removed. No further info was obtained.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Event reported anonymously by the pt through medwatch. The physician was not identified for f/u. No physician eval available. The mesh was removed but not returned to ams for analysis. Unable to determine if there was a device malfunction.